Event description:
The biomed technician reported a colleague infusion pump with a 701 failure code. The event was reported to have occurred prior to use; this condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 701 was confirmed during product evaluation. The assignable cause was a damaged power cable to the pump head module (phm). The power cable to the phm was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.